Manufacturer narrative:
The product remained implanted, therefore no product analysis could be performed. Section d information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released. During rem oval of the delivery catheter system (dcs) from the left ventricle, the dcs caught the frame of the valve and it dislodged. Subsequently, a second valve was implanted. No adverse patient effects were reported.